Manufacturer narrative:
The carefusion service tech replaced the power flex circuit, the main flex circuit, and the main board.

Event description:
It was originally reported by the customer that there was possibly a pin stuck in power lemo connection. The carefusion service tech found the power flex circuit jp4 pins 3, 4 and 5 were burned and pin 3 had a broken pin inside. Further evaluation of the ventilator revealed the main board component u302 was burned and the capacitor c342 had expanded. The main flex circuit component u2 was also burned.